Event description:
It was reported that catheter stuck on guidewire occurred. After a zipwire hydrophilic guide wire was inserted, an angiojet solent omni catheter was advanced for treatment. During the procedure, it was noted that the catheter became stuck on the guidewire while inside the patient. No patient complications were reported.

Manufacturer narrative:
B3: date of event: used the first day of the month of the aware date as no exact date provided. Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system with the zipwire for the related complaint (B)(4). The guidewire was not received stuck inside the device, but separately in its own bag. The pump assembly, effluent/supply line, shaft, and tip were visually inspected. Inspection of the device revealed numerous kinks in the shaft of the solent omni device; however, there was also damage to the outside of the shaft of the returned zipwire. The coating was peeled back on the wire, indicating that the wire could have been stuck in the device. The ID (inner diameter) of the hub and tip was measured and was within specification. The returned guidewire was used for functional testing. The wire was able to be inserted into the tip and advanced; however, the wire won't pass through the catheter due to the damage on the guidewire.

Manufacturer narrative:
Date of event: used the first day of the month of the aware date as no exact date provided.

Event description:
It was reported that catheter stuck on guidewire occurred. After a zipwire hydrophilic guide wire was inserted, an angiojet solent omni catheter was advanced for treatment. During the procedure, it was noted that the catheter became stuck on the guidewire while inside the patient. No patient complications were reported.